Manufacturer narrative:
(B)(4). Additional information regarding the evaluation and repair was requested. The customer will performed the repair.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated several occurrences of error codes with a blocked touch screen. Additionally, the device would switch between the settings screen and the alarm screen. Although, the unit continued to ventilate, the patient was transferred to another ventilator without harm.